Manufacturer narrative:
A steris service technician arrived onsite to inspect the trufreeze console and found the console including the suction pump to be operating properly. The technician was unable to duplicate the reported event. While onsite, the technician proactively replaced the suction pump, tested the console, confirmed it to be operating according to specification, and returned the unit to service. The suction pump subject of the reported event was returned to steris endoscopy for evaluation. The evaluation confirmed that the suction pump was operating according to specification. Based on the technician's inspection and the evaluation, the reported event may be attributed to user error. The foot pedal connected to the suction pump needs to be fully activated to provide adequate suction during a patient procedure. If facility personnel do not fully engage the pedal the suction pump may stop working. The trufreeze instructions for use states, "press the suction (gray) foot pedal to verify that the tubing draws suction. After verification that suction is working, depress the suction foot pedal again to disengage suction until start of procedure." A steris clinical representative will offer in-service training and a follow-up MDR will be submitted if additional information becomes available.

Event description:
The user facility reported that their trufreeze console's suction pump stopped working during a patient procedure. The procedure was postponed and rescheduled for a later date. No report of patient harm.

Manufacturer narrative:
On 10/13/2021, a steris endoscopy clinical representative provided in-service training on the proper use of the foot pedal, specifically, ensuring that the foot pedal is fully connected to the suction pump to provide adequate suction during patient procedures. No additional issues have been reported.